Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. On an unspecified date and time, the device was programmed to deliver an unspecified pain medication. No specific programming parameters were provided. After an unspecified length of time, the pt notified the nurse of "no pain relief and button did not work when pressed." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing by delivering a dose when the pt pendant was pressed. The customer's returned pt pendant was used during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).